Event description:
It was reported that an epileptologist had trouble interrogating a recently implanted vns pt using his programming system. The epileptologist does not believe there is anything wrong with the pt's generator as the pt was just implanted in (B) (6) 2009 and could palpate the pt's generator ruling out implant depth interference. Furthermore, the epileptologist replaced the 9v battery on the wand and had the handheld unplugged from the ac power supply but the issue prevailed. A new programming system was sent to the epileptologist and the old programming system was returned to the MFR to undergo product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.